Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic - chest anastomosis surgical procedure, the harmonic ace instrument blade broke without any collision and fell into the patient. The surgeon immediately noticed it and managed to remove the blade. The procedure was successfully completed with backup monopolar hook instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument had no damage prior to procedure. The issue occurred during tissue dissection. As soon as the surgeon started applying the energy, the tip of the instrument jaw dropped into the patient. The instrument was in use for about 1 hour before the issue occurred. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The fragment fall inside the patient and it was immediately removed with a laparoscopic grasper instrument. The customer did not feel any resistance upon removal of the instrument. The customer did not notice any damage to the cannula after the event occurred. All fragments were retrieved. There was no additional surgical procedure required to remove the fragment. There were no post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Based on the claim against the product noting a fragment fall, an investigation is in progress to determine the cause of this reported incident. Intuitive surgical, inc (isi) has not received the harmonic ace instrument involved with this complaint. If additional information is received, a follow-up MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken curved blade to be related to the customer reported complaint. The instrument was found to have the curved blade broken at the distal end. The blade broke at roughly 0.340¿ from the base. The broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Additional observation(s) not reported by site was also identified: the harmonic ace instrument was found to have a broken clamp arm. The inner tube slots where the clamp arm hinges broke off, causing the clamp arm to dislodge. Broken piece was not returned with the instrument. The instrument was found to have the outer tube broken. The broken piece was not returned, measuring roughly 2.845¿ x 0.308¿ in size.

Event description:
Refer to h10/h11 for follow-up information.